Manufacturer narrative:
(B)(4).

Event description:
The low reservoir alarm date was (B)(6) 2011. The patient's family forgot about the refill and did not report hearing an alarm. The patient had a return of symptoms/underdose; nothing specific was reported. The device system was used to deliver bupivacaine and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.